Event description:
End user ((B)(6)) is not receiving "accurate" readings on his wrist, but when he puts the device on his bicep, the readings are better. He asked if this is okay. I prompted him to return the device to the pharmacy and buy an arm blood pressure monitor if he liked those better. He said he would not like to do so, since he is one a fixed income and also does not want to return to the doctor/hospital because he is terrified of needles and knows that they will do many tests on him. He said he would rather die. The call ended with the solution of him pushing the blood pressure monitor a little further up his wrist, but not up his arm to receive a reading and again I told him to return to the pharmacy to check out the arm blood pressure monitors they had in stock there.